Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and fatigue. It was noted the device reached elective replacement indicator (eri) following ten years implanted. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.